Manufacturer narrative:
Intuitive surgical received the permanent monopolar cautery hook instrument associated with this complaint and completed the device evaluation. Failure analysis confirmed that the instrument's pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to the start of a da vinci surgical procedure, the permanent monopolar cautery hook instrument was found to be broken. There was no patient involvement.